Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. The lot met all defined acceptance requirements and was released. Six unused devices were received for investigation. The devices were evaluated and the reported condition was not observed; the safety shield was activated and properly secured the needle. The investigation did not identify a systemic issue with the product or process. Therefore, a corrective and preventive action is not necessary at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that while giving vaccines using these needles, the needles did not slide and close all the way, causing the mas to get stuck with the needle. There have been instances too, while the mas give vaccines with one hand, go to pick up another vaccine, and find that the needle they thought they slid close, is actually not closed at all, and exposed after use. Additional information received on (B)(6) 2025 stated that one ma was stuck while prepping vaccines. No intervention or testing was required as it occurred during prepping vaccine.